Event description:
It was reported via a user-facility medwatch report that while a pt was being transferred from the stretcher to the procedure table, the brakes did not hold. Reportedly, the caregiver had to put her body against the stretcher to keep it from moving. No user or pt injury was reported.

Manufacturer narrative:
Device will be upgraded.